Manufacturer narrative:
Device repairs for implementation of field change order (B)(4). (B)(6).

Event description:
The customer reported reboot events related to admit/discharge/transfer operations. The issue occurred after january 1 2018. There was no patient incident.